Event description:
The customer stated that she tested her blood glucose using her breeze2 meter and received a reading of 164 mg/dl. She retested using another meter and received a reading of 74 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed, but the customer insisted the products be replaced. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.